Manufacturer narrative:
H6: previously applied code of fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that the handpiece activated by itself when it was in rest condition due to a magnetic pad being utilized and when it was placed on it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while setting up for surgery, noticed that the handpiece was activating without user input. Unknown if issue follows handpiece, port on ipc, or foot pedal. Troubleshooting performed during the issue occurrence, connected footswitch to system, connected handpiece to left-hand port but could not replicate, wiggled cable gently with no effect, handpiece activated consistently when the foot pedal was pressed. Connected handpiece to right-hand port and there was no change in behavior. And there was no reported damage to handpiece. There was no patient involved.